Event description:
It was reported that the device fired well with the first four reloads. After four firings device will not staple completely, but still cut the tissue. No further info is available. No pt consequence.